Manufacturer narrative:
Not returned.

Event description:
It was reported that the customer went to the emergency room due to a high blood glucose (bg) of over 600 mg/dl and ketones. The customer was treated with intravenous saline and insulin. The customer did not recall exact duration of ER visit, however, reported to be released from the ER less than a day later. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.